Event description:
It was reported that the patient had a specify lead that had failed and had to be replaced. Additional reviewed determined this event was previously reporting in MFR report # 3007566237-2013-00674, any additional information will be reported in this MFR report. See MFR report #s 3004209178-2008-04622 and 3007566237-2013-00674 for a previous reports of lead issues.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).